Manufacturer narrative:
(B) (4). Clip. Evaluation summary- the analysis results of the el5ml found that it was received in good visual condition. It was cycled, fed and formed three clips with gap and two conforming clips. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hernia repair procedure the clips would not advance. Another device was used to complete the case with no patient consequence.